Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the v-pro max sterilizer and found the unit to be operating properly. No issues with the function or the operation of the sterilizer were identified, and the sterilizer was returned to service. The technician was informed that the employees were not wearing proper ppe, specifically gloves, while operating the v-pro max sterilizer. The v-pro max sterilizer operator manual (1-2) states, "danger - chemical injury hazard: any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions. When handling hydrogen peroxide, wear appropriate personal protective equipment." The v-pro max operator manual (1-2) states, "ansi/aami st58, 2013, recommends using chemical-resistant gloves when using the sterilization unit." Additionally, user facility personnel should ensure all instruments are properly dry prior to placement in the v-pro max sterilizer.the v-pro max operator manual, (a-1) states, "dry all items thoroughly. Ensure all moisture is removed from all internal parts (including lumens). If not, residual hydrogen peroxide may remain at cycle completion and/or a cycle abort occurs. Only dry items are to be placed in sterilization unit." The technician has performed in-service training and counseled the user facility personnel on the importance of wearing proper ppe, specifically gloves, while operating their v-pro max sterilizer and properly drying instruments prior to processing. No additional issues reported.

Event description:
The user facility reported that five employees obtained a burn to their hands after handling an instrument pack that was processed in their v-pro max sterilizer. The user facility did not disclose if medical treatment was sought or administered.